Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The balloon was inserted regularly into the patient. At the beginning of filling, immediate resistance was felt when trying to apply force to the syringe to inject the saline solution through the filling area and into the balloon. Several attempts were made inside the patient, but the filling of the balloon was unsuccessful. The balloon was removed, and a filling test was performed outside the patient, but it was also unsuccessful; the same resistance was felt. The balloon was replaced.